Manufacturer narrative:
Received only the catheter for evaluation. The reported event was confirmed as user related. The visual inspection noted a vertical balloon burst away from inflation lumen no pieces of the sac were missing. The sample was evaluated and it was observed that salt accumulation was on the returned sample that could potentially cause the catheter sac to be damaged. Per the functional evaluation, water was introduced into the inflation lumen and did not experience any obstructions to impede flow. The results of the dimensional evaluation we as follows: (B)(6). Per the tactile evaluation, the balloon thickness measured 18 thou. In addition, the edges of the burst area were not brittle. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not exposed to ointments, contracts medium or oil-based lubricants. They may damage the device and may burst balloon." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon was damaged. The damage was found in the nursing ward. Subsequently, the catheter was replaced with the same type of catheter. No missing pieces were reported, and no surgical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon was damaged. The damage was found in the nursing ward. Subsequently, the catheter was replaced with the same type of catheter. No missing pieces were reported, and no surgical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was damaged. The damage was found in the nursing ward. As a result, the catheter was replaced with the same type of catheter. No missing pieces were reported, and no surgical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon was damaged. The damage was found in the nursing ward. As a result, the catheter was replaced with the same type of catheter. No missing pieces were reported, and no surgical intervention was required.